Event description:
Patient who underwent, last fall, a unicondylar knee arthroplasty. She developed pain postoperatively and it was noted on postoperative film approximately 6 weeks post-op that the tibia component had loosened. Required removal and total knee replacement (tkr).